Event description:
Pump was reported to be set at 20 ml/hr with an unk amount of heparin. Three and one-half hours later, the bag was found completely infused. Pt level was taken and found to be >200. No pt injury was reported.